Event description:
It was reported after the patient's implant procedure, the patient's condition degraded and he was hospitalized over night. He was then transferred to another hospital and hooked up to a respirator ventilator to assist with his breathing. The sjm representative stated the patient's implant procedure went smoothly without complication. Follow up information identified the patient is doing better and was released from the hospital. There are no remaining concerns and is receiving effective stimulation for his chronic pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.